Event description:
It was reported via study a patient underwent a right knee arthroplasty. Subsequently, the patient developed pain, swelling, decreased range of motion, difficulty with mobility, and a baker¿s cyst also formed. Subsequently, approximately five months later, the patient underwent an arthroscopic procedure for lysis of scar tissue and adhesions as well as drainage of the cyst. At the one year check-up all the knee components remain in place and the patient is reportedly now doing well with no further complications known.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00198, 3007963827-2023-00200, and 0002648920-2023-00165. D10 medical devices: femur cemented cruciate retaining (cr) standard right size 11 catalog#: 42502607002 lot#: 64694544. Tibia cemented 5 degree stemmed right size g catalog#: 42532007902 lot#: 65072239, all poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 65134461. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Popliteal cyst (baker's cyst) is a common complication post knee replacement but can also be caused by other problems such as arthritis. Popliteal cysts are formed from excessive synovial fluid produced postoperative that causes the fluid to collect in a lump at the back of the knee. This varies in size and can cause pressure at the back of the knee, pain with bending or extending the joint, tightness and limited rom. Medical intervention of draining the cyst, therapy, medication, or any combination can be used to resolve the cyst. The complaint indicated the patient developed a post-operative complication of popliteal cyst, requiring medical treatment.